Manufacturer narrative:
Manufacturer ref# (B)(4) summary of investigational findings: 180 days after endovascular aneurysm repair procedure the patient was diagnosed with an arterial dissection of the right external iliac artery. The event was considered probably related to the study procedure, noting ¿passage of wire/catheter/sheath causing damage to the external iliac¿ and was possibly related to the lunderquist wire guide. The patient was treated with a stent placement. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Cook conducted a review of the packaging label (whole device), which revealed no discrepancies. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include the passage of a component in an artery that was already showing significant stenotic atherosclerotic disease. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2025, the patient underwent an evar (endovascular aneurysm repair) procedure as part of the 17-07 zenith fenestrated+ endovascular graft clinical study. On (B)(6) 2025 (180 days post-procedure), the 6 month follow-up computed tomography (CT) imaging was completed. Per site review, the endograft devices and visceral vessels within stent and native vessel were patent. There was no stenosis >50% in any treated vessel. There was no endoleak, separation of components, no evidence of migration, evidence of device integrity issue, or evidence of thrombus within a study device. Per core lab review, the endograft devices were patent, there was no stenosis of the bilateral iliac leg grafts or visceral vessels. There was no endoleak, no separation of components, no evidence of migration, and no evidence of device integrity issues. There was evidence of thrombus within unibody2 which was an initial finding. On the same day, the patient was diagnosed with an arterial dissection of the right external iliac artery. The event is ongoing and will be treated 12jan2026 with a stent placement. The site considered the event probably related to the right zsle iliac leg graft, noting ¿arterial injury due to passage of device with gradual occlusion.¿ the site considered the event probably related to the study procedure, noting, ¿passage of wire/catheter/sheath causing damage to the external iliac.¿ the event was considered possibly related to a cook ancillary device, marked as dilator/dilator set, introducer/sets, and wire guide. There were 3 dilator/dilator sets entered in the case report form (crf) and site was queried to confirm if the relatedness was concerning one set or all three. There were no introducer/sets entered in the crf and site was queried to review/confirm. The site considered the patient¿s history of peripheral artery disease (pad) and calcific disease to be a contributing factor to the event. The principal investigator (pi) provided the following comment, "prior to index procedure, this patient already had moderate to severe calcific disease of his right external iliac artery. While no large dissection was noted in the first post-op scan, upon review of all post op scans this area's disease progressed rapidly, from an index 50% stenosis, to 60%, to finally 90% which led to treatment. I associate this with both progression of his natural disease, however expedited by microvascular intimal injury due to our index intervention. -pi" patient outcome: the event is ongoing and was reported to be treated 12jan2026 with a stent placement. The patient remains in the study.